Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a transsphenoidal surgical procedure, it was observed that the attachment device heated up during surgery while in use with the burr device due to bad bearings. According to the report, the attachment device heated up so badly that the burr device slightly burned the patient's nose. It was reported that an ointment was used to treat the burn. It was reported that there was no delay in the surgical procedure. It was reported that a spare device was available for use. It was reported that the surgery was completed successfully. The patient's status post-surgery was unknown; however, it was reported that the patient still has a burn on the nose. There was patient involvement. There was an injury and medical intervention. It was not reported if there was a prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.